Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing baclofen and morphine (doses and concentrations unknown). The indications for use included intractable spasticity and multiple sclerosis. It was reported that the pump underwent recurring motor stalls on (B)(4) 2017. The pump was interrogated and multiple motor stalls were confirmed. The patient was admitted to the hospital and oral medications were administered to supplement the patient. The issue was not considered resolved, but surgery was scheduled for (B)(6) 2017. There were no environmental, external or patient factors that may have caused or contributed to the issue. No patient symptoms were reported, and the patient status at the time of report was alive - no injury.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, the following medications were being administered via a minimum dose rate as of (B)(6) 2017: baclofen (concentration: 2,000.0 mcg/ml, dose rate: 12.4 mcg/day), bupivacaine (concentration: 30.0 mg/ml, dose rate: 0.186 mg/day), and morphine (concentration: 1.5 mg/ml, dose rate: 0.0093 mg/day). The previously applied results code and conclusion code are no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and the healthcare provider. The date of service was listed as (B)(6) 2017. The device was returned to the manufacturer on april 04, 2017. The return product form included a sticker with the note ¿depleted generator (explanted pump to be returned to manufacturer)¿. Additional information was received from a company representative (rep) indicated in regards to the term ¿depleted generator¿ that may have been the sticker that the circulator had put on the bag before sending it down to pathology. The rep was not about to reach in there to peel it off and the rep had put the bag that it was in, into the biohazard bag that came with the mailer. It was believed the hospital may have erroneously labeled the pump with a depleted battery status. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.